Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event. Customer¿s blood glucose level was approximately 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.